Manufacturer narrative:
(B)(4). Batch # n53p1d. Additional information requested and received: what was the surgical procedure being performed: sleeve gastrectomy; was buttressing material being used: no; did the staples not form on both sides of cut line or one side, please confirm this occurred on both firing: on both sides; please describe ¿not properly formed¿, were there any unusual sounds heard when device was fired: no, any unusual sound; was the force to close or fire higher than normal: no, usual force to fire; what is the current patient status: now the patient is well the analysis found that the ec60a device was received in good visual condition and with an ecr60d reload loaded in the device. The reload was received fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck was noted damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an unknown procedure, at the third firing with gold reload occurred a malfunction of the device with opening of gastric wall due to clips not properly formed. The opening was of 6cm. At the subsequent activation the same event occurred. The procedure was completed by using a new device and by suturing manually the section not closed. It was necessary an extension of the intervention and of the hospitalization.

Manufacturer narrative:
(B)(4). An intra-operative video was received and reviewed. This was a 4th fire gold reload whereby the tissue milked out the distal end of the device during the firing. This was not a gst cartridge and the likely cause of the event was due to crossing staple lines or a rogue staple from a prior firing in the jaws that got caught by the knife. This would have not allowed the knife to cut the tissue, but instead push the tissue distally.